Manufacturer narrative:
(B)(4). Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This complaint is for a report of black particulate matter (pm) in the patient line. In a follow up call, patient stated she thought it was a tiny piece of dried blood. The set was not returned for complaint investigation therefore the complaint cannot be confirmed in the lab. The lot number is unknown therefore a batch review was not performed. There was not enough data within the complaint information to identify root cause; therefore the root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The home patient (hp) contacted baxter's technical service center requesting assistance to end therapy on the home choice (hc) machine during initial drain. The hp stated there was something black in the patient line. The technical service representative (tsr) assisted the hp in ending therapy. The hp confirmed to restart with new supplies. On (B)(6) 2011 product surveillance spoke with the hp who stated that she noticed something black in the patient line and thought it was a tiny piece of dried blood. The hp did not notify the registered nurse (rn) and stated that she has been continuing therapy without issue. The hp confirmed she noted nothing unusual with the supplies. There was no injury or medical intervention reported.